Manufacturer narrative:
Corrected information: on 06/25/2015, the user facility clinical risk manager stated that they did not have the drainage cannula or the connectors, and any other remaining parts could not be provided for evaluation. A request for pictures of the available product, and a request to allow local manufacturer representatives to observe the products on-site were not successful. Without return of the drainage cannula and connectors, a full investigation could not be completed and a root cause for the reported disconnection cannot be determined. Additionally, although requested, no further information was received concerning use of the product for the three week period prior to the event. The lot number of the drainage cannula was not provided; therefore, a review of the device history records could not be completed. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device: 28 days (drainage cannula). The customer reported that they no longer have the cannula and connections. The other device components are being retained by the user facility and are also not available for evaluation. Additional information has been requested but has not been provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Event description:
The patient was supported with an extracorporeal circulatory support pump for left ventricle support. It was reported that on (B)(6) 2015 the nursing staff had removed one pillow to reposition the patient and during the repositioning, the flow alarm went off and ¿all of a sudden blood was everywhere.¿ it was reported that there was no tension to the lines and that they barely moved her and the lines "just came apart". The tie band/zip tie at the line connecting to the inflow cannula (central cannulation-chest closed) was not broken, but was loose around the tubing and the tubing became disconnected. The bed filled with blood and an attempt was made to re-clamp the tubing. It was reported that ¿air was sucked into the line.¿ the patient¿s vital signs dropped. Morphine was given and the patient expired shortly after. Before the event, the plan had been to discontinue the patient's support on (B)(6) 2015 for reasons not provided. Information was also received from a user facility report on (B)(6) 2015 stating: (B)(6) year old female admitted on (B)(6) 2015 with cad with acute chronic systolic heart failure. Patient with dyspnea on exertion and le edema. Pmh: chf, treated with IV lasix, dyspnea, inotropes. Pt referred for mvr for severe mr. Patient underwent various procedures including ultrasound guided thoracentesis, mvr, PICC line, placement of central venous access and placement of arterial line, shiley cath for dialysis and on (B)(6) 2015 a vad was placed for cardiogenic shock. Medical record supports various discussions with pt's family for withdrawal of care. On (B)(6) 2015 it was reported that on repositioning of pt the pt's device became dislodged from the device, resulting in bleeding. Pt coded and expired.